Event description:
It was reported that a m.blue (#fx803t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 36 years. Height: 170 centimeters (cm). Weight: 80 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the m.blue is not operating within the acceptable tolerance in either position. An accelerated outflow in the vertical and a slower outflow in the horizontal position of the m.blue could be determined. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine an accelerated outflow in the horizontal position and a slower outflow in the vertical position of the valve. The determined deposits can be named as the cause for the functional deviation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.